Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 45630. Patient involvement is unknown.

Manufacturer narrative:
B5: there was no patient involvement. The issue was discovered during testing. D9: 04-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The downstream occlusion (dso) sensor was identified to be the cause of the reported issue as it was non-functional. The dso sensor was replaced to address the reported issue.